Event description:
It was reported that there was foreign matter in syringe and plunger rods were defective with a bd syringe 20ml ll tip conv pak. There were 2 occurrences of defective plunger rods, however it is unknown when it was discovered. The following information was provided by the initial reporter: it was reported syringe plunger rod particle and two broken plunger rods.

Manufacturer narrative:
Investigation summary: two photos were provided by the customer for investigation. One photo shows two syringes with the plunger rods extended. Both plunger rods appear to have pieces broken off of one of the ribs. The second photo shows a filled syringe with a dark spot or foreign matter (fm) circled on the barrel near the flange. Based on the photo it cannot be determined if the fm is embedded in the barrel, loose on the barrel, embedded in the plunger rod, or loose on the plunger rod. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However, there is still the potential for damage due to piece to piece contact or contact with the production equipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in syringe and plunger rods were defective with a bd syringe 20ml ll tip conv pak. There were 2 occurrences of defective plunger rods, however it is unknown when it was discovered. The following information was provided by the initial reporter: it was reported syringe plunger rod particle and two broken plunger rods.